Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: ni. Detailed description of event: during deployment of the bag in the abdomen the metal casing came off. Had to open another retrieval bag 2x. Date of the complaint is 30 may 2022. The complaint was discovered upon initial use of the device; this has had no consequences for the patient. Patient status: this has had no consequences for the patient. Type of intervention: ni.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of the tissue bag coming off the metal supports as the tissue bag was returned detached from the unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: ni. Detailed description of event: during deployment of the bag in the abdomen the metal casing came off. Had to open another retrieval bag 2x. Date of the complaint is 30 may 2022. The complaint was discovered upon initial use of the device; this has had no consequences for the patient. Additional information received from applied medical representative via email on 16-aug-2022: no information provided by [name] and no information available. [Name] uses a lot of these bags and it¿s not possible to get more info. Especially in the summertime with a lot of reduction and lack of or-personnel in general. Patient status: this has had no consequences for the patient. Type of intervention ni